Manufacturer narrative:
Additional information received on february 22, 2023. Block b5: incident narrative. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the information available that suggest that the procedure was performed in (B)(6) 2022. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event of infection.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed in (B)(6) 2022. Additionally, fiducials markers were placed. Two weeks after spaceoar placement, the patient experienced an infection in the rectal wall. Blood and pus were noted in the patient's stools. The patient was scheduled to get proton radiation therapy; however, it got delayed due to the infection. The patient was treated with antibiotics, and as a result, the blood and pus disappeared. Although the physician's plan was to start the radiation treatment once the infection resolved, the patient refused. The infection lasted until (B)(6) 2022. In (B)(6) 2022, a colonoscopy was performed, and it revealed that a rectal ulcer, redness, and irritation in the patient's rectal wall were still present. It was also reported that the patient is expected to receive magnetic resonance imaging (MRI) in (B)(6) 2023. However, it was not indicated if it had yet occurred. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts. Additional information received on (B)(6) 2023: it was reported that the patient's ulcer was not healed after four months. The patient received two biopsies, one to confirm cancer and the second was a biopsy of the ulcer in the patient's rectum caused by the hydrogel insertion. The rectal biopsy was done during the colonoscopy and had nothing to do with the prostate biopsy, which it was negative. It was also reported that the patient has not started his radiation treatment.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed in (B)(6) 2022. Additionally, fiducials markers were placed. Two weeks after spaceoar placement, the patient experienced an infection in the rectal wall. Blood and pus were noted in the patient's stools. The patient was scheduled to get proton radiation therapy; however, it got delayed due to the infection. The patient was treated with antibiotics, and as a result, the blood and pus disappeared. Although the physician's plan was to start the radiation treatment once the infection resolved, the patient refused. The infection lasted until (B)(6) 2022. In (B)(6) 2022, a colonoscopy was performed, and it revealed that a rectal ulcer, redness, and irritation in the patient's rectal wall were still present. It was also reported that the patient is expected to receive magnetic resonance imaging (MRI) in (B)(6) 2023. However, it was not indicated if it had yet occurred. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the information available that suggest that the procedure was performed in (B)(6) 2022. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).